Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had a revision of the implant to move it from their right buttocks to their right flank as it was uncomfortable. When doing an impedance check before the procedure it was found that three contacts were out of range. After the procedure they were checked several times and it was found that contacts 9, 3, 5 and 7 were out of range. It was noted that lead surgery was not an option and the representative was going to program around the contacts that were out of range. The issue was resolved at the time of the report.